Event description:
Freestyle libre 3 device was giving incorrect readings. It was telling me that my bloodsugar was so high that it's out of range and no longer quantifiable when in reality after testing myself with a blood glucose monitor it gave me a reading of 264. Now I realize that it's been giving me wrong readings all day and for a little over a week. This could have ended badly if I use insulin or taken other precautions.